Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of an unexpected pump stop occurring after an intentional pump stop sequence was not completed on a different patient was confirmed. Log files from the controller that the unexpected pump stop occurred on (serial number: (B)(6) were submitted for review. The submitted heartmate touch framework file confirmed that (B)(6) was connected to the heartmate touch during the reported event. Additionally, the framework file showed that the last controller connected to the heartmate touch prior to the event was (B)(6). No atypical events were captured in the framework file on 18jan2024 or 22jan2024. The software version of the heartmate touch app in use was version 1.0.32, which was the most up-to-date version at the time of the reported event. On software version 1.0.32, disconnecting the controller from the heartmate touch app before the pump stop sequence on the heartmate touch app is completed would result in a pump stop on the next running pump that is connected to the heartmate touch app. The heartmate 3 instructions for use (IFU) provides instructions for using the ¿stop pump¿ feature under ¿clinical view¿. The user is informed that a progress bar appears after the ¿stop pump¿ command is issued from the heartmate touch app. The IFU states that after the pump stop completes, the ¿stop pump¿ panel will close and the clinical view will be displayed. The ¿stop pump¿ feature is then changed to ¿start pump¿. The IFU also informs the user that the pump can be restarted by pressing the alarm silence button on the system controller. The reported event was determined to be due to the system controller in use with the heartmate touch app prior to this event being disconnected from the heartmate touch app before the pump stop sequence had completed, resulting in the stop pump command being sent to the controller associated with this event. A corrective and preventative action (CAPA) was implemented to address this issue, which resulted in a software update to the heartmate touch app to version 1.0.44. The heartmate touch associated with this event, serial number (B)(6), was updated to version 1.0.44 on 15mar2024. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain how to set up the heartmate touch system, including how connect the tablet to the wireless adapter and system controller. These documents instruct the user to enter the heartmate touch wireless adapter code in the bluetooth pairing request box and press "pair" when the bluetooth connections window appears. These documents also explain that the "if the heartmate touch wireless adapter is not paired within 30 seconds, the connection process (pair) will be canceled". Additionally, it is noted that the passcode is required for first time pairing between the adapter and tablet only. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate touch unexpected start/stop advisory issued by abbott on 03january 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being powered down for a transplant. The ipad was fine and has been in use.

Event description:
It was reported that a heartmate touch (hmt) intentional pump stop was initiated in surgery but it was abandoned. The hmt was later used in electrophysiology (ep) lab to download log files and a pump stop occurred while downloading the log files. The event log file captured a pump stop on (B)(6) 2024 which was related to the "stop pump" software sequence being initiated on the hmt app. Communication was lost between the hmt system and the system controller because the user disconnected the white cable of the controller prior to completion of the "stop pump" software sequence. Later, the hmt ipad was tried on mock loop 5 times and it was found to be working perfectly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.